Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer blood glucose level was reported 204 mg/dl. It was indicated that the customer changed out supplies and bolus with the pump to stabilize blood glucose level. As the customer had changed out supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.